Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6245595; medical device expiration date: 08/31/2018; device manufacture date: 09/13/2016; medical device lot #: 6257780; medical device expiration date: 09/30/2018; device manufacture date: 10/22/2016; medical device lot #: 6160642; medical device expiration date: 05/31/2018; device manufacture date: 06/29/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection sets with pre-attached holders had cannulas sealed in the side of the packaging, compromising sterility. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.